Event description:
Fast flow. Pump infused in 1 hr instead of 2 hrs. No adverse event occurred. Date of event: (B)(6) 2010.

Manufacturer narrative:
Device was received for evaluation and investigation, and testing is currently being performed. A follow-up report will be filed when investigation has been completed.